Event description:
Case #: (B)(4). Case subject: npi 8100 no channel ID. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8100 pump module v9.17.0.22. Asset location: contact: (B)(6) . Contact email: contact phone: (B)(6) . Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8100 failing for no channel ID during preventative maintenance. Case resolution: motor control board" - informed customer this is most likely due to the motor control board. - recommended swapping with a known good. - customer will repair in house. - provided part number. Ended call.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 no channel ID.. Technical support - motor control board". - informed customer this is most likely due to the motor control board. - recommended swapping with a known good. - customer will repair in house. - provided part number. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed customer this is most likely due to the motor control board. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The customer¿s reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports their 8100 failing for no channel ID during preventative maintenance. Npi.